Event description:
A home pt reported 10 incidents of dry minicaps. The pt noted that the sponges are orange in color with black around the edges. The pt reportedly pushed down on the sponges with a finger and no sign of betadine appeared. Per the pt, no pt injury or medical intervention was associated with these incidents.